Manufacturer narrative:
This is a (B)(6) year male patient who was scheduled for surgery in the left eye (os). During the surgery a posterior capsule tear occurred, an anterior vitrectomy was then performed, and the intraocular lens (iol) was place in the sulcus. The date of the event was listed as (B)(6) 2017. Diamox 250mg once a day for 4 days was given to the patient to take by mouth. The uncorrected post-operative visual acuity (ucva) was listed as 20/6/9.5, this would also suffice as the best corrected (bcva) as well. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. In fact, the surgeon expressed the event was attributed to the type of cataract this patient had and not attributed to the equipment. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on june 27, 2017. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Event description:
Additional information has been received. A intraocular lens was inserted into the sulcus. It was noted that the surgeon suspects the type of cataract as causing the pc tear. Device is not suspected. There is no posterior capsule opacification and no retinal detachment. The event has resolved without treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant, the patient experienced a posterior capsule tear. A vitrectomy was required. Additional information has been requested and received.